Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/lobectomy procedure, the surgeon clamped the tissue of pulmonary parenchyma and tried to squeeze the handle, however could not squeeze. Replaced by a new cartridge, the firing was completed with no problem. The status of the patient is no problem.